Manufacturer narrative:
H3: one device was received for evaluation. The service history identified no related event. Visual inspection was performed and identified a delaminated upstream occlusion (uso) seal. The uso seal was replaced. The downstream occlusion (dso)/uso sensors were calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
The customer returned the product for visible fluid ingress, during physical inspection it was found that the upstream occlusion (uso) seal was delaminated. There was no patient involvement.